Manufacturer narrative:
Follow-up information was received on (B)(6) 2014. Patient's initials were provided. She was 6 weeks postpartum at the time of essure insertion. Paracervical analgesia was applied during insertion. Essure insertion and visualization of the tubal ostium were considered easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Depo provera was used as back-up contraception. On an unspecified date, hsg (hysterosalpingogram) test was performed and showed left device in the appropriate position with occlusion. Right essure device migrated to left hemipelvis (previously reported as essure micro-insert that is not in the uterus or tube but expelled into the abdomen). The right essure was found in great omentum on left hemi-abdomen and was successfully removed. No further information was provided. Ptc investigation result received on (B)(6) 2014. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the reported medical event is a possible undesirable event with the use of essure and is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced essure micro-insert that is not in the uterus or tube but expelled into the abdomen. No information given on patient's history, past drugs, concurrent conditions and concomitant medication. On an unspecified date the patient had essure (fallopian tube occlusion insert) inserted. Essure micro-insert was not in the uterus or tube but expelled into the abdomen. Event and essure treatment were ongoing. Reporter causality: the relationship was not reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.